Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the keypad was intact with no evidence of damage. There was no evidence of moisture found underneath the keypad button contact but all of the buttons were intermittently responsive due to moisture found on the keypad wire connector. The display lens was found to be leaking. Moisture was found behind display and inside the pump but not in the battery compartment. Unrelated to the moisture ingress, the display screen had a pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons were unresponsive and that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.